Event description:
It was reported that the device was explanted. The implant duration is unk; therefore, the aware date is being used as the occurrence date. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.